Event description:
It was reported that during a da vinci s surgical procedure, the permanent cautery hook instrument worked intermittently. No instrument pieces fell into the patient and no patient harm, adverse outcome or injury was reported. The customer reported malfunction does not itself constitute an FDA reportable event, however, during internal evaluation of the instrument engineering discovered evidence that an arcing event occurred.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering testing found that electrical continuity failed. The instrument was disassembled and engineering discovered the conductor wire broken at the interface with the cap coupling tube. The section before the breakage appears to be smashed. Engineering also observed char marks on the instrument distal clevis, on the opposite side of the conductor wire. The char marks indicate an arcing event occurred prior to the conductor wire breaking.